Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The date the incident occurred is unknown. The date entered is the date abbott diabetes care became aware of the event. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving a sensor error message on the adc device and as a result, experienced a loss of consciousness. A follow-up attempt was made to gather additional information and the customer indicated that they ¿might have lost consciousness but doesn¿t know when and why¿ but no further information was provided. Note; adc is reporting this case although it is unclear if the indicated loss of consciousness was due to the adc device. There was no report of death or permanent injury associated with this event.